Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device continued to run after the trigger was released. The procedure was completed successfully using back-up equipment without a clinically significant delay. No adverse events, and no medical intervention was reported with the event.